Event description:
Diagnosed with acanthamoeba keratitis, I was a user of complete moistureplus. Amo complete moistureplus. On 6/7 & 6/8 cornea specialist, which referred me to a washington hospital eye institute for culture and treatment one day later. Dates of use: approx five months in 2007. Diagnosis: contact lens. Event abated after use stopped: no.